Manufacturer narrative:
This MDR is being reported retrospectively. However, a report was filed with (B)(6) on (B)(6) 2012 (ref. Report # (B)(4)) as the product was marketed in europe. Ref. Uptake medical's (B)(4).

Event description:
Report of pt death 39 days post intervapor therapy. Pt had severe gold stage IV emphysema with hospital acquired sepsis. The cause of death was due to septic shock with cardiac failure. Pt was ill with infection and treated for colonized escherichia coli on (B)(6) 2012 and again on (B)(6) 2012. These factors indicated that the pt had an active infection, copd exacerbation with continuing colonization prior to intervapor therapy. The medication regimen provided some temporary relief, followed by hospital acquired infection resulting in sepsis. Antibiotics included: sultamicillin; tazobactam; vancomycin; meropenem and fluconazole. Other medications included: citalopram; I-thyroxine; ramipril and buprenorphine. Approx 6 days before pt's death increased symptoms thought to be new infectious etiology. In ICU, on mechanical ventilation. As confirmed by the scientific advisory board, severely compromised condition of pt with active infection was the primary factor in pt demise.